Manufacturer narrative:
Reference related MFR. Report # 2015691-2024-04381 for the commander delivery system event of balloon burst with withdrawal difficulty into the esheath+ resulting in a balloon distal tip separation, which required surgical removal of the devices. The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a right-side transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve in the native aortic position, the balloon of the commander delivery system ruptured at the end of valve deployment due to severe annular calcification. There was difficulty withdrawing the delivery system out of the esheath+ as it was getting caught at the sheath distal tip. Ultimately, the nose cone and distal balloon were stripped off the guidewire. It was noted that the force used during attempts to remove the delivery system through the esheath+ fractured the delivery system. The patient was transferred for vascular surgery and the remaining delivery system and esheath+ were removed from the groin. The patient was in stable condition and transferred for post management care. A preliminary review of a photo of the devices after surgical removal revealed circumferential esheath+ liner delamination.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, b5, g3, g6, h2, h6: component code, type of investigation, investigation findings and investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. The returned device was visually examined and revealed curvature of the sheath shaft, liner is fully expanded and circumferentially delaminated (4 inches from the distal tip), liner bunching of the delaminated liner, distal tip is opened as designed, scratches on the sheath shaft, c-marker is present, liner is torn about 0.25 inches from distal end, and a kink proximally 3.5 inches from the distal tip. Imaging was provided and also revealed the patient's right access vessel had presence of tortuosity and calcification. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of sheath liner delamination was confirmed based on the evaluation of the returned device. Investigation results suggest/indicate that procedural factors (withdrawal of altered balloon profile, device manipulation) may have contributed to this complaint event: the returned balloon was seen burst and guidewire lumen separated from the remainder of the delivery system and was inserted through the sheath. It is likely that the burst balloon met resistance entering the sheath liner, and with devices manipulated to overcome any difficulty experienced, this caused the liner to delaminate. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Additional information provided: a preliminary review of a photo of the devices after surgical removal revealed circumferential esheath+ liner delamination. Per pre decontamination findings, liner is torn at the distal end with circumferential delamination of the liner material.